Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured acute left cerebellar ischemic stroke with a "possible" relationship to the impella cp device used: ¿registered nurse noticed subject had left side facial droop along with dizziness, nausea, and worsening confusion one day post percutaneous coronary intervention. Neurology consult ordered, stroke code. Computed tomography head and magnetic resonance imaging (MRI) completed. Per neuro, subject has chronic l-facial droop. Modified rankin scale bl was 3, now 4. MRI indicates small likely incidental, suspect periprocedural cerebellar infact by neurologist. No further neuro work done.¿ the patient recovered with sequelae.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.   As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for stroke has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report.